Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the intra-artic balloon (iab) was prepped, the md activated the hydrophilic coating, turned the catheter clockwise and pulled vacuum. The super arrow-flex (saf) sheath was inserted into the pt's right femoral artery. The md could not advance the iab through the saf sheath and as a result, the iab and the saf sheath were removed as one unit. The pt outcome is listed as "ok". The md requested another iab for insertion. Ref MDR # 1219856-2010-00323 for second event involving same pt.